Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare provider reported explantation of an intraocular lens (iol) due to a "large hyperopic outcome, not correctable with laser and poor vision." The iol was exchanged with an alternate lens approximately 2 1/2 months following the initial procedure. Additional information has been requested; however, further information has not been received.